Manufacturer narrative:
Device evaluation: analysis of the returned device identified creases fold, wear abrasion, and an opening(linear) on posterior and radius. Leak test and microscopic analysis were performed which identified a striated opening on radius, crease(smooth) opening on posterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed with the result of no blockage. Based on the device analysis, the final assessment is a striated opening on radius due to surgical damage consist in the use of a surgical tool, and an opening crease(smooth) on posterior due to fold(flaw) opening.

Event description:
Health professional reported right side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation. Device was explanted.